Manufacturer narrative:
The pump passed operating current, error test, displacement test but compromised force system sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the occlusion, prime, compromised force system sensor and excessive no delivery test due to compromised force system sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 228 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.